Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had a loss of therapy and had a sudden onset of uncontrollable pain. Increasing the stimulation from their implantable neurostimulator (ins) did not help the pain but when they increased to 1.0 volts the stimulation became uncomfortable so they decreased it to 0.7 volts. There were no falls or trauma reported that were related to the issue. Also, there were no recent medical tests performed or exposure to environmental emi. Using the programmer, the ins was noted as on. The patient had only 1 program with no groups and did not have the ability to change the stimulation. They were going to follow up with their healthcare professional (hcp) to report the pain and discuss adding programming. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient reported that the circumstance that led to the uncontrollable pain issue was that they were originally programmed with only one 'function'. No one ever had mentioned to them they would need further programming. The patient met with the manufacturer's representative and they furnished programming to the device and the pain events were much more controllable with full functioning programs. If additional information is received, a follow up report will be sent.